Manufacturer narrative:
The device's expertise led to the following observation: the sealing (in silicon) between the can and the head was found damaged. Scratches on the can were found. The production record review did not reveal any abnormality. The scratches found were around the sealing which has been found detached. The most likely hypothesis is that too much strength was used with the gripping tool during the implantation procedure leading the damages observed.

Event description:
On 18-jun-2024, during a pacemaker replacement, when the pacemaker was fixed in the pocket the lead after leads connected, a linear separation of about 1 cm was observed in the silicone between the can and the header of the pacemaker. The use of the pacemaker was discontinued and another new pacemaker of the same model was used, and the replacement procedure was completed without any problems.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On 18-jun-2024, during a pacemaker replacement, when the pacemaker was fixed in the pocket the lead after leads connected, a linear separation of about 1 cm was observed in the silicone between the can and the header of the pacemaker. The use of the pacemaker was discontinued and another new pacemaker of the same model was used, and the replacement procedure was completed without any problems.